Event description:
It was reported that the patient had return home from holiday and observed a red call doctor on the communicator. This right ventricular (rv) lead triggered an alert for high out of range shock impedance measurement. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had return home from holiday and observed a red call doctor on the communicator. This right ventricular (rv) lead triggered an alert for high out of range shock impedance measurement. No adverse patient effects were reported. This rv lead remains in-service and has not been replaced.